Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, the surgeon was able to fire the device at the right lower lobe resection to pulmonary artery and vein with no problem. For the last firing ,the surgeon fired the device with reload to bronchus but when checked the staple line with camera, it was noted that 3 staples of innermost line were not stapled properly. Those were interspaces between these 3 staples and tissue. The surgeon completed the line with manual suturing with no leakage noted at leak test. There was no patient injury.